Event description:
Following a successful device use on a patient, it was reported that it would not turn off and locked up. The user removed the batteries and powered off the device. The reported problem occurred when the device was not being used with a patient.

Manufacturer narrative:
(B) (4): physio-control is in the process of evaluating the device and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.